Manufacturer narrative:
Method: review of the device manufacturing record history, results: review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2011, during a procedure to repair a popliteal aneurysm, the superficial femoral artery was perforated. The gore viabahn endoprosthesis was deployed in an attempt to repair the perforated vessel. The repair was unsuccessful, necessitating an open surgery repair using a vascular graft. It was reported the physician said the artery was more calcified than it appeared on the angiogram. Reportedly, the patient expired later the same day due to intraoperative blood loss, cardiac arrest, damaged right femoral artery, ischemia to right lower extremity and right popliteal aneurysm.